Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was working fine, and then all of a sudden it quit working in (B)(6) 2016. It came on, the patient got a jolt, and then stopped. There was a loss of stimulation. There were no falls or trauma associated with the issue. It was noted that the patient checked the implantable neurostimulator (ins) with the patient programmer, and the patient programmer showed stimulation was on. The patient was at 4.90v and did not feel stimulation. The patient had the ability to change stimulation; increasing/decreasing stimulation as medically appropriate did not resolve the issue. It was noted that the patient did not have any other programs available for troubleshooting. The patient was advised to consult with the healthcare professional, but the patient stated he was traveling. Additional information received from the consumer reported that the patient had hoped to set up an appointment with the new healthcare professional, but that was not really an option for him because the healthcare professional's office was far. It was further reported that the patient's ins was still not working, except rarely when he happened to sit on a hard surface in a special way. Then, the patient got a jolt. This happened unexpectedly at any time of the day or evening, and it was very distressing. The patient further reported that the equipment not working has made his life more difficult. Until recently, the ins (the patient had several versions over the past 20 years) had mostly kept the patient comfortable and, though not 'pain-free,' able to enjoy life; the patient's most recent ins left something to be desired. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information was received from the consumer that the ¿lead isn't getting coverage¿. An x-ray taken of the spine showed that the leads were in the right place. An x-ray was also taken of the ins but had not been read yet. The consumer noted that they said either a port was left open and fluid got into the ins or the wires were not tightened and the leads were loose. The patient did not have a managing physician for the device but their cardiologist in fl was willing to let the manufacturer¿s representative check the ins device.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the consumer and performed an impedance check which showed all results on the lead were greater than 10,000 ohms. The consumer was going to be meeting with a new physician at the end of (B)(6) for a consult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.